Manufacturer narrative:
Refer to the attached report.

Event description:
Reportedly, during a pacemaker check on (B)(6) 2017, it was found in some of the recorded episodes that ar markers were successively recorded with an interval of 125 ms on the egms. No abnormal values were recorded on the measurement curve of the atrial lead impedance. As oversensing of mv current injection pulses was suspected, the ¿sensor¿ parameter was reprogrammed from mv to g under ¿rate response parameters¿.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a pacemaker check on (B)(6) 2017, it was found in some of the recorded episodes that ar markers were successively recorded with an interval of 125 ms on the egms. No abnormal values were recorded on the measurement curve of the atrial lead impedance. As oversensing of mv current injection pulses was suspected, the ¿sensor¿ parameter was reprogrammed from mv to g under ¿rate response parameters¿.